Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Date of event is estimated.

Event description:
It was reported that the patient's lead was exhibiting high impedances. Reportedly, the patient had fallen in (B)(6) 2020. The patient is still receiving effective therapy from their remaining leads. As a result, surgical intervention may take place to replace the lead.